Event description:
A medtronic representative reported that, while in a spine procedure, a 150 mm disposable pin broke. When the surgeon was hammering the perc pin into the iliac crest, the small metal bar on top of the device broke off. The pin was removed and replaced with another pin without issue. The surgeon completed the procedure with use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Suspect device, sterile perc pin, is not expected to be returned to manufacturer for evaluation.